Event description:
On (B)(6) 2014, a paramedic contacted lifescan (lfs) on behalf of the lay user/patient to report that the patient¿s onetouch ultra2 meter was displaying an ¿ER 1¿ message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that error message began to appear on (B)(6) 2014, at 8:30pm. The patient manages her diabetes by taking a combination of lantus insulin (17 units) in the morning and apidra (2 units) during midday. The patient confirmed she was unable to test her blood glucose due to meter issue and not having a backup meter. The patient denied making any changes to her usual diabetes management regimen due to the issue; however, claimed that on the following afternoon ((B)(6) 2014, at 1pm) she began to feel ¿shaky, sweaty and not well¿. The patient stated she immediately contacted emergency services because she was nervous that she could not test her blood glucose. The patient claimed ems arrived within 10 minutes. At arrival they tested her blood glucose with their device and obtained a result of ¿92 mg/dl¿. The patient informed the mss that she was advised by the paramedic¿s to drink juice since they could not leave her alone unless her blood glucose was over ¿100 mg/dl¿. The patient stated after she drank the juice, they retested her blood glucose and it was ¿110 mg/dl¿. During the follow-up call, the patient informed the mss that she felt her symptoms were attributed to feeling anxious about not being able to test in addition to her blood glucose dropping. At the time of troubleshooting, the cca noted the subject meter was not new. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged error message began to appear. The lfs product could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.